Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the pt stated their bladder symptoms of retention, not passing urine and control have returned several times (asked/unk date) and yesterday they were having trouble going, today they are not going at all. Caller and pt were concerned about the bone growth stimulator they had started using after a spinal fusion surgery for their low back in july. Callers said the bone growth stimulator wraps around their waist where the stimulator is and they wear it 2 hours a day. Callers said pt started noticing painful vibration going down their right leg from where the implant is located while using the bone growth stimulator, which did not happen at first, but after a period of time (patient clarified it occurred after using the bone growth stimulator 2 or 3 times). Callers said they started turning stim ulation off while using the bone growth stimulator and when stim is off they do not feel the painful vibration down their right leg. Agent reviewed information from labeling about bone growth stimulators and recommended contacting their interstim doctor to let the m know about the symptom changes. Troubleshooting reviewed the potential to use their control equipment to make changes to their setting to try and resolve symptoms. Recommended they continue making all involved hcps aware they have the stimulator.